Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a connecta plus3 blue had foreign matter during use. The following was reported by the initial reporter: "at 13:30 pm on (B)(6), the patient in 741bed underwent a total thyroidectomy under general anesthesia. During the intravenous infusion, I opened the tee connection and found that the tee had black filaments with unknown objects. The tee was immediately replaced, and no adverse consequences were caused to the patient."